Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 h10: related report numbers: 0001825034-2025-00825 0001825034-2025-00826 0001825034-2025-00827 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: during a follow up on 10-jun-2024, noted recurrent dislocations, discovered the three screws holding baseplate had broken. During stage 1 revision on 10-sep-2024; stage 1 revision, patient presented with instability, baseplate loosening, and screw breakage. Infectious workup negative. Minimal anterior soft tissues and thin deltoid noted. Humeral implant dislocating with tug test. Paper thin proximal cortical humeral bone. Gross motion of the baseplate and glenosphere observed. Able to remove broken screws centrally, superiorly, and inferiorly from the baseplate ¿these were completely broken and sheared off from their tips.¿ ¿the tips of the screws were not visible, so to limit further bone loss, I felt that these were not retrievable.¿ cultures obtained; however, no gross sign of infection noted. Metallosis tissue removed with a femoral canal brush. Depuy prostalac spacer and stimulan beads placed. Radiographs were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110032410, comp aug mini bsplt w tpr sm; lot#: 64362990, item#: 115397, comp rvs cntrl 6.5x35mm st/rst; lot#: 268500, item#: 180554, comp lk scr 3.5hex4.75x35 st; lot#: 628420, item#: 00434901613, 16mm a 130mm length humeral stem; lot#: 64290746, item#: 00434904006, 40mm a +6mm offset poly liner; lot#: 63842516, item#: 118000, 25mm versa-dial taper adaptor; lot#: 806300, item#: 110030777, +3mm lateral offset 40mm diameter glenosphere; lot#: 64492558, item#: 00434903912, 12mm humeral stem spacer; lot#: 64566827. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty approximately six (6) years and one (1) month ago. The patient has had a history of multiple revisions of their right shoulder. Subsequently, the patient underwent a revision surgery approximately six months ago due to the screw fracturing causing the implant to loosen and the patient's shoulder to dislocate. There was metallosis found but no signs of infection, the surgeon however did do an infection workup that was found to be negative.